Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 014 pta balloon catheter. Prior to the procedure, the balloon was very slow to deflate. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one ultraverse 014 was returned for evaluation. A visual inspection was done, and an unknown residue was noted throughout the length of the balloon. The device was sent for ftir & sem/eds testing to determine the material seen on the device. The residue across the balloon was tested, and the material was suggested to be the applied balloon coating delaminating off the device. Therefore, the investigation is confirmed for the reported peeling as the balloon coating was noted to be delaminating off the device. The definitive root cause was determined to be likely manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g2, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 014 pta balloon catheter. It was reported that prior to the procedure, the balloon coating allegedly came off. The procedure was completed using another device. There was no patient involvement was reported.